Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet received.

Event description:
It was reported that during a shoulder arthroscopy, the tip of the multifire scorpion needle broke-off inside the patient. Tip broke after one pass of the needle. The needle was reported to have been dry fired once prior to use and the scorpion jaws were reported to be securely clamped on the tissue during suture passing. It was reported that the needle did not hit bone or the inside of the cannula and that no calcified hard or tough tissue was encountered during the passing of the needle. The tip was seen on the scope and an attempt was made to retrieve the broken tip. Once the missing tip was discovered surgeon used normal clean out with evacuation but it was unable to be determined whether the tip was flushed or suctioned out. The tip was unable to be retrieved.